Manufacturer narrative:
Evaluation: as returned, the impactor pad is fractured at the stress-concentration at the initiation of the stair step. This is a failure mode that has been fully characterized as normal wear and tear. Device history records indicate device manufactured to specification.

Event description:
It is reported that the impactor pad broke, while impacting the femoral component.